Event description:
A complaint was received stating that a high reading was obtained on a customer's precision qid meter (500mg/dl) when compared to a laboratory result (125 mg/dl). There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "c" zone, which is considered to be clinically significant.